Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A detailed trace analysis confirmed that the low battery and power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and had functioned properly. The insulin pump was received with a scratched case, cracked select button overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's battery life was short. A low battery alarm had occurred in less than 1 week. The customer's blood glucose level was unknown. The device was returned for analysis.